Manufacturer narrative:
Reservoir device information: model number: 720185-01; serial number: (B)(4); catalog number: 720185-01; UDI number: (B)(4); expiration date: 08/01/2020; manufacture date: 08/02/2018.

Event description:
It was reported that the patient experienced a scrotal infection with their inflatable penile prosthesis. A small sphere of fluid was found in the scrotum. The device was replaced with a spectra penile prosthesis. The infection began two weeks prior to the replacement. The patient was currently healthy.